Event description:
It was reported a patient underwent a revision procedure on (B)(6) 2015 due to a non-union and broken trochanteric fixation nail (tfn) system. The tfn system was originally implanted on (B)(6) 2011 for hip pinning. A second procedure followed with the use of a surgical plate. Ultimately, femoral non-unions led to the proximal breakage of the tfn. The tfn hardware was explanted on (B)(6) 2015 and the patient was revised with a 95 degree blade plate and bone graft. The surgery was extended by approximately 30 minutes with an unknown patient outcome. It was reported that the first two procedures were completed by different physicians with unknown brand devices. This report is 1 of 2 for (B)(4).

Event description:
It was reported that there was a revision surgery due to a broken trochanteric fixation nail system (tfn) on (B)(6) 2015 and non-union. The patient was initially implanted with the tfn system on (B)(6) 2011. On an unknown date, the nail and helical blade were discovered to have broken and the fracture was in a state of non-union. The patient had reported pain and discomfort. The tfn hardware was explanted during the revision surgery on (B)(6) 2015. The patient was revised with a 95 degree blade plate and bone graft. There was a surgical delay of equal to, or greater than, 30 minutes due to difficulties removing the broken hardware. Unanticipated x-rays were also needed in relation to the hardware explant issue. The patient outcome is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date of postoperative breakage is unknown. (B)(4). Per facility, the complainant parts were returned to the patient and are not available for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: march 23, 2009. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 6109733 (11.0mm ti helical blade) was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot (5232773) met all specifications with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unanticipated x-rays and difficult to remove. Event date of (B)(6) 2015 for surgical delay related to difficult to remove tfn hardware. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.